Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4).  Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tvr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment.   The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards technical summary.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with highly calcified vessels. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the valve when the inflated delivery system balloon comes in contact with the calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, although the exact cause of the event cannot be confirmed, procedural factors in addition to patient factors (calcification) may have contributed to the balloon burst during valve deployment.  In addition, the balloon separation was likely the cause of the piece of balloon remaining inside the sheath upon removal of the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a valve in valve (26mm sapien 3 in 27mm surgical valve) tvr procedure in the pulmonary position, once the sapien 3 valve reached 90% deployment, the balloon ruptured. Upon removal of the balloon, a piece of balloon tore inside the sheath, however, the entire sheath and balloon were able to be successfully removed as a system. The balloon burst was attributed to calcium in the pulmonary artery.